Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable is not known to the MFR as the pt cable is not labeled for single use. According to add'l info provided by the vad coordinator, the cut on the pt cable was clearly made by the chair hinge and the device would therefore not be returned to the MFR for analysis. The pt remains ongoing on lvad support and no further issues have been reported. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) which stated that "vad interrogation found" pump off due to a cut in the cable. Pt remained stable. Pt had gotten his cable caught in recliner chair by mistake. Cable changed out without further incident."